Event description:
A consumer stated that she had allegedly received 2nd and 3rd degree burns on her shoulder while using a heating pad, and that medical attention was required for her injuries. The consumer stated that she was sitting against the heating pad and that she may have fallen asleep when the incident occurred. The instructions for proper use clearly state not to use this product while sleeping. It also states, "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for lab analysis, but the consumer stated she no longer had the product in her possession.